Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was causing the station to fail during startup due to a malfunctioning controller board. A field service engineer contacted the customer and identified that the drawer was pulling the station down during boot. The customer temporarily isolated drawer five to restore partial functionality. Upon arriving onsite, the engineer inspected drawer 5.1 and replaced the controller board with a modern controller board, removing the old board. All cables were checked and reconnected, and the unit was powered back on. The station passed all diagnostics using the hardware test application (hta), and the drawer operated without delay. The engineer also logged into the user application and successfully recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device screen went blank, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.